Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) in an intensive care unit (ICU) reported that a patient said their implantable neurostimulator (ins) was not working and they needed a manufacturing representative to come and check it. They did not have any further information. There were no patient symptoms reported. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.